Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. Additional information was received that the reason for explant was due to hematoma. All device components were explanted. The explanted ipg and leads were not returned as they were kept by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7122042/7122327.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.